Event description:
It was reported the 350l was used during a laparoscopic cholecystectomy. It was reported the outer gasket leaked and caused loss of pneumoperitoneum. The case was completed with the device. There was no consequence to the pt.